Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv pace impedance had risen slowly to 1776 ohms by (B)(6) 2016, then began to rise rapidly, becoming out-of-range on (B)(6) 2016.

Event description:
It was further reported that the pacing impedance of the rv lead continued to rise to the point where a lead alert was triggered for high rv pacing impedance. Also noted was a rise in rv capture thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.